Event description:
During a percutaneous transluminal angioplasty to the left superficial femoral artery, it was reported that a saber balloon catheter was delivered and inflated at the lesion. However, the balloon ruptured at nominal pressure during its initial dilatation. Therefore, it was removed from the patient and another non-cordis balloon/4.0mm saber balloon. The procedure was finished successfully and there was no patient injury reported. An ipsilateral approach was made and the lesion was crossed by an unknown guidewire. The lesion was mildly calcified and not tortuous. The rate of stenosis was 90%. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: unknown guidewire, 2.0mm coyote, boston scientific/4.0mm saber pta, cordis) to finish the procedure. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that there were no issues with the second saber balloon used to complete the procedure. It is unknown if there was any difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining nominal pressure. The contrast to saline ratio is unknown. It is also unknown if the same indeflator was used successfully with other devices. It was noted that there ¿might have been some resistance/friction¿ while inserting the balloon catheter through the rotating hemostatic valve since there was a stent at the lesion. No additional information is available. Complaint conclusion: during a percutaneous transluminal angioplasty to the left superficial femoral artery, it was reported that a saber balloon catheter was delivered and inflated at the lesion. However, the balloon ruptured at nominal pressure during its initial dilatation. Therefore, it was removed from the patient and another non-cordis balloon/4.0mm saber balloon was used. The procedure was finished successfully and there was no patient injury reported. An ipsilateral approach was made and the lesion was crossed by an unknown guidewire. The lesion was mildly calcified and not tortuous. The rate of stenosis was 90%. Additional information received indicated that there were no issues with the second saber balloon used to complete the procedure. It is unknown if there was any difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining nominal pressure. The contrast to saline ratio is unknown. It is also unknown if the same indeflator was used successfully with other devices. It was noted that there ¿might have been some resistance/friction¿ while inserting the balloon catheter through the rotating hemostatic valve since there was a stent at the lesion. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and a rate of stenosis of 90%, and also a reported difficulty passing through the rotating hemostatic valve, may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.